Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers or pockets could not be recovered after a reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer pockets failed. A field service engineer (fse) cleaned contacts on drawer controller board and ribbon header and secured connections. The fse tested in hardware test application failed row a, so reseated the tray bus cable to resolve the issue. Then the pockets c2 and d3 ejected and the pharmacist would replace. The system functioned as intended after the field service engineer repaired the device.